Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: a visual inspection of the pump showed that there was moisture contamination behind the display lens. The battery compartment was intact. All testing was performed with a test battery cap. The pump was found to have a blank display and had no audible tones or vibration; the pump was unresponsive. Investigation revealed that the audio bolus button cover was detached/missing from the pump. A leak test was performed and confirmed a leak at the missing audio bolus button cover. Further testing was unable to be performed due to moisture contamination and unresponsive pump. The pump case was removed and there was evidence of moisture contamination throughout inside of pump.